Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d2, d4, g4, h4.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4.

Event description:
Healthcare professional reported "capsular contracture baker grade I" and "rupture". This record is for the right side. Device was explanted.

Manufacturer narrative:
E1. Initial reporter establishment name continued: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade I, rupture.

Event description:
Healthcare professional reported "capsular contracture baker grade I" and "rupture". This record is for the right side. Device was explanted.